Event description:
The pt was enrolled in the program in 04/2004. Target lesion 1 was identified in the prox cx with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with predilatation and placement of a 3.5 x 12 mm taxus stent. Residual stenosis was 0% following post-dilatation. The pt had difficulties with chest heaviness following the procedure and returned to the cath lab which revealed a widely patent taxus stent. The pt's chest symptoms were thought likely to be non cardiac in origin. The pt was discharged the next day on asa and plavix. The pt was brought back to the cath lab 10 days later. Target lesion 1 was identified in the prox rca with 90% stenosis and a 3.5 mm reference vessel diameter. Target lesion 1 was treated with placement of a 3.0 x 28 mm taxus stent. Residual stenosis was 0% following post-dilatation. At this time pt also underwent reintervention of the left circumflex (see event 1 below). The pt returned to the cath lab with anginal chest pain same day. Taxus stent implantation in the rca was performed (see implant procedure #2 above). Cardiac catheterization also revealed: lcx - 70% stenosis, 90% stenosis in the first obtuse marginal, 95% stenosis in the more distal portion of the obtuse marginal. A 3.5 x 20 mm taxus stent was deployed in the lcx across the origin of the obtuse marginal. Residual stenosis was 0%. The proximal portion of the obtuse marginal was treated with balloon dilation. Residual stenosis was 10%. The distal stenosis of the obtuse marginal could not be crossed with an angioplasty balloon and was not treated. Simultaneous balloon inflations were performed in the mid circumflex and obtuse marginal using a kissing balloon technique. The pt was discharged the next day on plavix and asa. Causality: relationship to taxus stent: unknown.

Event description:
Clinical study. It was reported that after a drug eluting stenting treatment procedure a target vessel reintervention was performed on the left circumflex artery. Additional information has been requested.